Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the contents of the abdominal cavity such as blood flowed to outside the patient through the valve. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the surgeon suture looped two 7000tfx, 29mm valves on the same patient. The surgeon felt he had the tricentrix deployed properly and kept it attached the whole time. He feels he caught the suture on the ridge of the stent post. The device is unavailable for return as it was discarded. Please reference complaint number (B)(4) for the second 7000tfx, 29mm. Device serial numbers were not provided.

Manufacturer narrative:
(B)(4). Duckbill, leak test failure. The analysis results found that the device was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak with the test probe inserted through the device. A potential cause of this failure is attributed to molding, component transit, bodily fluids or debris from surgery. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. As the obturator was not received and it is the part that has the batch stamped, we did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances.